Manufacturer narrative:
(B)(4): method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a -8.5 diopter micl12.6 implantable collamer lens and the lens became stuck in the cartridge. The surgeon pulled the lens out and reloaded the lens. The surgeon inserted the lens a second time and noticed there was a chunk missing from one haptic. There was patient contact but no injury. The back-up icl was implanted with no problem. The surgeon felt the cause of the lens damage was due to the lubricity of the cartridge.